Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 9/11/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor memorygel breast implant 550 cc gel prosthesis, catalog: 3507550bc, lot: 218647. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with mentor memorygel breast implant 550 cc gel prostheses. Bilateral rupture of the breast prostheses was diagnosed post procedure through an MRI. As a result, the breast prostheses were explanted from the patient on "(B)(6)" 2018. This report is for the right breast prosthesis.

Manufacturer narrative:
On 9/20/2018, mentor received additional information: date of event: (B)(6) 2018. Implantation date: (B)(6) 2018. An ultrasound performed on (B)(6) 2018 suggested rupture of the right breast prosthesis. Bilateral rupture was later confirmed through a mr on (B)(6) 2018 confirmed bilateral rupture. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 445cc gel prostheses on (B)(6) 2018; catalog # 3507445mc, s/ns (B)(4) (l) and (B)(4) (r). Capsular contracture baker grade IV on the left breast prosthesis was discovered and treated during removal and replacement procedure. Silicone gel bleed external to the implant shell was also noted in the left breast prosthesis, but limited to the intracapsular space. There were no complications and the patient was noted to be in satisfactory condition. The mentor failure analysis lab received the device for evaluation on 9/24/2018. Device evaluation summary: the device was returned at mentor containing gel with a clear appearance. No foreign material was observed within the device. Gel was observed on the shell surface. Upon visual examination, the device was severely rented. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. No other anomalies were discovered. Mentor performs 100% inspection and testing of all devices prior to release. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record (DHR) of lot number 228938 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).